Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. If returned, a follow-up medwatch report will be submitted after evaluation.

Event description:
It was reported to vyaire medical that while in use on a patient, the ventilator shut off and was continuously alarming "vent inop". There was no patient harm associated with this reported event.